Event description:
The reporter stated that the device user had used expired test strips. She obtained high glucose results of 218 and 232 mg/dl. Her caregiver called 911 after receiving a result of 39 mg/dl on her meter. She was treated with dextrose and admitted to the hospital.